Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and nothing unusual was identified in the logs. The saftey disk was due for replacement, so the fse replaced the safety disk at 2 year interval. However, the batteries failed the runtime test, and to resolve this issue, the fse replaced the batteries, and performed all calibration, functional and safety checks to meet factory specifications. The iabp unit passed all calibration, functional and safety test per factory specifications and was then released to the customer and cleared for clinical service. (B)(6)

Event description:
It was reported that as part of daily checks performed by the customer, the cs300 intra-aortic balloon pump (iabp) had a "battery failure message" at start up. However, it was later clarified that the clinicians reported to the facility's biomedical engineer that "battery maintenance required" came up on the screen. There was no patient involvement, and there was no adverse event reported.